Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they are having issues when trying to charge the implant. Caller stated they are seeing a message that says to replace the batteries soon and something about a software update/software problem message. Caller stated it was "shocking their feet" one day so they went to use the controller to turn therapy down and then tried to charge and it didnt seem to work correctly. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed controller powers on. Caller inserted the battery and confirmed green flashing light above screen. Controller is 100 percent and implant is 90 percent. Caller confirmed no physical damage on recharger cord nor pins. Caller then connected recharging antenna and the screen went from position (14) to checking the recharger (89) and then it got stuck on looking for device (15) and would not advance further.